Event description:
During evaluation of a returned unused minicap prep kit, dry iodine was observed in the sponge of the minicap. There was no patient involvement. No additional information is available. This is report 25 of 103.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified small holes in the foil overpouch of the sample. The cause of the dry iodine was determined to be the holes in the foil, which allowed air into the packaging. The cause of the holes in the foil was determined to be defective raw material. The supplier of the foil was notified to address this issue. Should additional relevant information become available, a supplemental report will be submitted.